Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager, refrigerator was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was not detected on the bus. A field service engineer (fse) closed the application, logged in as carefusion admin, and ran the hardware test application (hta) and could not see the srm in the application. The fse then replaced the controller board on the srm and assisted the customer with configuration and functionality verification. The system functioned as intended after the field service engineer repaired the device.